Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The issue was not resolved at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. (B)(6). (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) reporting after the system was connected during the procedure, abnormal impedance occurred in #8 electrode out of #1-15 electrode. Reconnecting the system multiple times did not resolve the issue; there was still more than 40 ,000 ohms. When only the lead impedances were measured using an external neuro stimulator (ens), impedances were more than 40,000 ohms. Therefore, it was determined that the cause of the event was lead. Aspecific electrode was fractured. The physician considered about re-inserting the leads using a lead introducer but actually did not do that. The physician had difficulty in re-positioning the lead and used another lead to continue therapy. It was noted that the status of the leads were implanted, remained in service. Follow up is being done to clarify this conflicting information. The wound site was closed. No x-ray images were available. There were no external factors that contributed to the event. No surgical intervention occurred, nor was planned. There was no patient injury. The physician¿s observation about severity was not severe. The indication for use included complex regional pain syndrome.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting the lead was not replaced and was still in use. The physician decided to continue the therapy by using other electrode points. No further complications were reported or anticipated.